Event description:
It was reported that in the below the knee procedure to treat a lesion in the left posterior tibial artery, the large emboshield nav 6 embolic protection system (eps) was advanced to it's intended location and the filter was deployed. After the procedure and during removal, the filter would not pull completely into the retrieval catheter; therefore was not closed and captured completely. The filter was removed without adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, it may be possible that the difficulty retrieving the filter was due to a large embolic load causing difficulty retracting the filter into the retrieval catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.